Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay. The affected customers were tested on the same or next day in other test stations by antigen rapid test, or by rt pcr. Here the tests were negative. The smear is taken properly (psa, fresh gloves per smear, 2-3cm and 3-5 smear turns per nasal opening), as a nasal swab with a kitted test swab. The customer was reported that the test was performed in the test station. The customer reported that the patients impacted were quarantine, no vacation, no exam (according to the press). The customer reported that the positive test results had no negative health effects for patient.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m173984 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m173984 and test base part number 190-430 / lot m173984. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m173984 showed that the complaint rate is 0.004%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were deleted prior to export. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.